Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated tsh result for one patient generated by the access 2 immunoassay analyzer the original sample was repeated on the same unit and lower result was obtained. The erroneous result was not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to treatment attributed or connected to this event.

Manufacturer narrative:
Sample information is not available. All three levels of tsh qc were within the customer's established ranges prior and post the event. On (B)(6) 2010, the customer performed routine system check; both passed within instrument specifications. Customer technical support offered service visit; however, the customer declined the service visit. A clear root cause can not be determined for this event.